Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25mm x 20mm emerge balloon catheter was advanced for pre-dilation; however, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient. Another 2.25x20mm non-bsc balloon catheter was advanced but the balloon also ruptured, during the first inflation at 10 atmospheres. Ablation was then performed using a 1.50 rota and the procedure was completed with a different device. No patient complications nor injuries were reported.